Manufacturer narrative:
The customer reported that the crew did not use the proper methods for lowering the cot. Additional device training was offered and will be completed by the users of the device.

Event description:
It was alleged that when the emt's arrived on seen for a critical patient transport, they attempted to unload the cot from the ambulance and were unable to get the legs of the cot to lower down. Due to this a second ambulance that was nearby was then dispatched to the scene to transport the patient to the hospital. It was alleged that the patient was pronounced deceased later on at the hospital.